Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that she had just had surgery on her leg and that the insulin pump had been fine. She stated that she checked her blood glucose and later found that during the night, her blood glucose rose to 400 mg/dl inexplicably. She noted that her glucose meter read 272 mg/dl and 254 mg/dl. She did not know why the blood glucose was high. She stated that she was not wearing a sensor, but the insulin pump alarmed lost sensor. Upon troubleshooting, the transmitter was tested, and it passed testing. She connected the test plug and watched for the green led to blink on the transmitter. She stated that the radio frequency icon turned solid and was advised that the transmitter was functioning correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.